Event description:
It was reported by the affiliate that (1) tct75 and (1) trt75 were used during a gastric restriction procedure. It was reported by the affiliate that upon firing the stapler it locked. The procedure did not conclude with this stapler. The surgical procedure was completed with another stapler. No pt adverse outcome.